Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a long-term indwelling tube in the neck in the nephrology department on (B)(6) 2022. On (B)(6), the patient underwent hemodiafiltration treatment. At the end of the treatment, during the process of getting off the machine and sealing the tube, the luer adapter and the arterial extension silicone tube (red side) connection (junction between luer adapter and arterial extension tube) of the patient's long-term catheter was broken. There was nothing unusual observed on the device prior to use, flushing was done prior to use with no special attention result, no other products were utilized with the device, and no excessive force was used on the device. The cleaning agent used on the device was iodophor, iodophor was also typically utilized to clean the adapters, there was no ointment used, and the clamps were moved to a new location after each treatment. Because the conventional heparin saline tube sealed (tube sealing) was completed, it did not cause adverse effect such as bleeding. However, considering the risk of infection, the patient was advised to be hospitalized for catheter placement, but after evaluation by the clinical director and the catheterization specialist, an arteriovenous fistula was used instead, and no other catheterization work was perfo rmed. Later, the long-term catheter was removed in the nephrology ward, and when the arteriovenous fistula matured the follow-up treatment was performed using an arteriovenous fistula. There was no intervention/treatment required as a result of the event. There was no actual infection due to the event. There was no blood loss and blood transfusion was not required.

Manufacturer narrative:
Additional information: b1, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a long-term indwelling tube in the neck in the nephrology department on (B)(6), 2022. On (B)(6), the patient underwent hemodiafiltration treatment. At the end of the treatment, during the process of getting off the machine and sealing the tube, the junction between the luer adapter and the arterial extension silicone tube (red side) of the patient¿s long-term catheter was broken (had a hole). There was nothing unusual observed on the device prior to use, flushing was done prior to use with no abnormality observed, no other products were utilized with the device, and no excessive force was used on the device. The cleaning agent used on the device was iodophor, iodophor was also typically utilized to clean the adapters, there was no ointment used, and the clamps were moved to a new location after each treatment. Because the conventional heparin saline tube sealed (tube sealing) was completed, it did not cause adverse effect such as bleeding. However, considering the risk of infection, the patient was advised to be hospitalized for catheter placement, but after expert evaluation by the clinical director and the catheterization specialist, an arteriovenous fistula was used instead, and so the patient was not hospitalized and no other catheterization work was performed. Later, the long-term catheter was removed in the nephrology ward, and when the arteriovenous fistula matured the follow-up treatment was performed using an arteriovenous fistula. There was no intervention/treatment required as a result of the event. There was no actual infection due to the event. There was no blood loss and blood transfusion was not required. There was no reported patient injury